Event description:
Hypertension existed prior to left ventricular assist device (lvad) implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. A review of the submitted log files from the time of the event revealed that the device was operating at expected at the set speed. No abnormal events were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Additionally, section 6, ¿patient care and management¿, explains that post-implantation hypertension may be treated at the discretion of the attending physician. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a bad nosebleed. Labs on (B)(6) 2023 revealed hemoglobin at 14, blood urea nitrogen at 14, creatinine at 1.1, glomerular filtration rate was more than 60, liver function tests were within normal limits, potassium was 3.8, lactate dehydrogenase was 252, and international normalized ratio (inr) was 1.97. Lisinopril was increased during the patient's hospitalization for hypertension. The patient was discharged home. At home, the patient's blood pressure was in the mid 90s-106. Their recent inr was 1.4. On (B)(6) 2023, the patient's mean arterial pressure was 90 mmhg.